Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. It was noted that the device battery monitoring voltage was 2.78 volts. The device case was opened to facilitate examination of the internal components. The hybrid was unfolded and microscopic analysis did not identify any conditions that would have caused or contributed to the identified premature battery depletion. The hybrid was tested in many different conditions, at many different temperatures and no anomalies were noted. The clinical observation was confirmed, although, analysis was not able to identify the root cause of the clinical observation.

Event description:
The device has been returned for analysis.

Manufacturer narrative:
As of today, the device had not been returned for analysis. Should additional information become available, this report will be updated.

Event description:
Boston scientific received information that the patient with this pacemaker was in the hospital for abdominal pain. A device interrogation was requested. Upon interrogation the device displayed a battery status of end of life (eol). It was suspected that the device experienced premature battery depletion. The patient was seen for a device explant procedure where the device was explanted and replaced. A request for the return of the device has been made. There were no adverse patient effects reported.